Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implanted surgery. The surgeon reported the pt is not satisfied with her vision, she is a blurred 20/30. The pt had a history of dry eyes (pre-existing). In a follow up, the surgeon does not feel the iol caused or contributed to the event. He is not sure if it was the initial calculations or what contributed to the outcome.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 01/13/2011, 01/17/2011, and 01/25/2011 by phone, fax, and mail. A completed questionnaire was received on 02/02/2011. (B)(4).